Event description:
It was reported that the patient received inappropriate therapy. It was also reported that the implantable cardioverter defibrillator did not withhold therapy for t-wave oversensing (twos). Additional information was attempted to be obtained regarding any possible intervention, however, it was not available. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
Product event summary #the device was not returned for analysis. However, performance data collected from the device was received and analyzed. There were no anomalies found.